Event description:
Pt was revised to address fluid build-up.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered from continuous and on-going hip pain for 2 years after she received the asr hip implant in her left hip. Litigation further alleges the patient experienced the following on account of her asr left hip implant: lateral discomfort; cellulitis of the left hip; metallosis; fluid build-up in the left hip joint; aseptic loosening of the acetabular cup. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected/updated data: (date of birth); (date of report); (event description); (date received by manufacturer); (remedial action indicated). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.